Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in mid-(B)(6) 2018 around after 5:00am he was unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. The same issue occurred after battery replacement. It was further reported that the customer "had a loss of consciousness and convulsions¿. Customer's husband treated the customer with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Precision strips are isolated to the meter only. Precision strips, when the strip is inserted into the meter, the no touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip as with freestyle strips. The only function of the strip is to facilitate movement of the pin. As such, no strip related investigation activities are performed for the reported meter. A valid serial number was not provided for the xceed meter, the manufacturer was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed and there were no trends were identified that would indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that in mid-january 2018 around after 5:00am he was unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. The same issue occurred after battery replacement. It was further reported that the customer "had a loss of consciousness and convulsions¿. Customer's husband treated the customer with a glucagon injection. There was no report of death or permanent injury associated with this event.